Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced the infusion set damaged issue prior to use on (B)(6) 2025. The patient reported that the packaging was not sealed properly misshaped or sterile packaging not intact. No further information available.